Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported an error code (351.6760) with a syringe module. There was no patient involvement.

Event description:
It was reported an error code (351.6760) with a syringe module. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of 8110 error 351.6760. Technical support- 1. Calibrate module. 2. Return the module to the factory. Recommended perform calibration. A review of the device history record showed the device had a manufacture date of 04/15/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure. Based on the findings, technical support was unable to determine the proximate cause of the reported issue. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 : no product returned.